Event description:
A non-health care professional reported that after surgery, the patient went for the checkup and said that his vision was blurring out every 20 to 30 seconds, asked him to keep using the eye drops everything will clear up. Patient had a second independent exam and they said if your vision wasn't blurring in and out that would have 20/20, planned for lens replacement. There are two medical reports associated with this patient. This file belongs to left eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The root cause could not be determined for the patient¿s fluctuating vision. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The company monofocal non-toric lens, which corrects for one distance, near or far, as targeted by the surgeon. The reporter was the patient. The patient indicated they have astigmatism. The patient was informed that the company lens does not have a cylinder component and does not correct for astigmatism. The reporter provided follow up information that they spoke with the implanting facility. The reporter stated the nurse informed them that they were offered lenses that allow near and far vision. Due to cost constraints, the patient selected standard lenses. Surgeon office unwilling to consult further with the patient. Patent may have lenses exchanged after the first of the year. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.